Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lap. Assisted distal gastrectomy, on the transection of the duodenum and stomach body, the 1st firing was fine but at second firing the device suddenly stopped in the middle and all button were not available. So they reboot the device by ejecting the battery, then the jaw was opened. So they kept the operation and it was fine until the third firing. But at the fourth firing there were same issue happened like second one. So they removed the device and converted to another product.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that reload one was partially fired with the interlock engaged. The jaws were open but reload had a deformed clamping mechanism and a bent articulation flag. Staple pushers were visible at the 4cm cut line. Microscopic evaluation noted that reload one had damage to the cutting edge of the knife blade. Reload two was fully fired, where staple pushers were visible at the zero cut line. Functionally, reload one found that the articulation flag was bent back into proper position and was loaded into a representative instrument. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was not cleanly transected. Reload two was also loaded into a representative instrument. The interlock was overridden and cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented both reloads from cycling again. It was reported that the device had partial firing. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The issue of bent articulation flag can occur if the loading unit is forcefully rotated while only partially inserted into the instrument shaft or if trying to remove loading unit without articulation lever being in neutral position. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lap. Assisted distal gastrectomy, on the transection of the duodenum and stomach body, the 1st firing was fine but at second firing the device suddenly stopped in the middle and all button were not available. So they reboot the device by ejecting the battery, then the jaw was opened. So they kept the operation and it was fine until the third firing. But at the fourth firing there were same issue happened like second one. So they removed the device and converted to the competitors product.